Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that before they got their pump in 2014 they had trouble with a tens (transcutaneous electrical nerve stimulation) unit "messing" with their pacemaker. The device remained in use. No patient complications have been reported as a result of this event.